Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported per the clinical database that the subject was presented, accompanied by his wife a report of 4 days of dark tarry loose stools with red blood in stool 2 days ago, last bowel movement in the morning. He was noted on feeling very tired, short of breath with activity, lightheaded with standing and intermittently nauseated. He stated 2 days ago that he felt very bloated and as if was retaining fluid and took as needed metolazone 2.5 mg x 1 with adequate effect. His wife reports his weight was down. On admission, gi was consulted. Admit labs are pending including hematocrit (hct), international normalized ratio (inr) and a basic metabolic panel. The subject has a history of chronic kidney disease as well with baseline creatinine around 2.0. Plan to give 1-unit of packed red blood cells(prbc) and fresh frozen plasma (ffp) as needed for goal inr of 2.0 for gi endoscopy tomorrow. Warfarin was held on admission. Acute anemia secondary to gi bleeding.

Manufacturer narrative:
Due to the use of anticoagulants, patients with an lvad placement are at higher risk for bleeding events such as gi bleeding. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.